Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the pacemaker could not be interrogated by the programmer. It was also reported that the device had no pacing output. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the pacemaker could not be interrogated by the programmer. The device was explanted. No patient complications have been reported as a result of this event.